Manufacturer narrative:
The next removal attempt was scheduled for (B)(6) 2024, but despite multiple follow up attempts with the user and hcp, the removal status of the sensor could not be confirmed. No further investigation is required.

Event description:
On march 11, 2024, senseonics was made aware of an incident where the user reported experiencing a failed sensor removal attempt on (B)(6) 2024.